Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported outside of a procedure that the fusion was no longer able to have the CT's pushed to it by radiology. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: the clinical specialist at the site stated the following: we pinged the system and received a good connection. We asked CT to send over a patient and it came through immediately. I did notice however that the network cable they use is older and does not have a plastic end on both sides to click in securely.